Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a defective power supply out-of-box. No patient involvement / harm.